Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 due to sui. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision/ partial removal on (B)(6) 2006 due to sui. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to sui and voiding dysfunction. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesions, and bilateral salpingo-oophorectomy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2008 by (B)(6) due to urinary retention and voiding dysfunction. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. Although not listed in the complaint, the medical records indicate that the patient underwent a gynecological procedure on (B)(4) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.